Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had both screens started up properly but were not tested during surgery. The event had occurred during procedure. There were no reports of patient harm.